Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30019865 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of aug 2017 through jul 2019, was noted an outlier in november 2017. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month was reviewed and no issues, deviations or ncs were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to (B)(4) manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Additionally, healthcare professional reported "patient with sub glandular devices without complications presenting deformation pain and hardening of the left breast", "burning on breasts and a hard lump, mainly in left breast", "capsular contracture baker grade iii/IV confirmed by ultrasound", "the author has been extremely distressed lately, cannot sleep well", "patient is very concerned, patient is afraid of contracting the disease, "impossible to sleep on side" (not device related). The device was explanted.

Manufacturer narrative:
A review of the further investigation and device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A non-healthcare professional reported a patient experienced the events of ¿feeling pain¿, ¿breast swelling on palpation¿, ¿capsular contracture¿, ¿harness of breast¿, ¿had natrelle implants in both breasts, which generated a lot of anxiety to live with the possibility of developing bia-alcl cancer¿, and ¿infection process¿. The device remains implanted. This the for the left side.